Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment for, and outcome of the peritonitis were not reported. It was not reported if the patient was hospitalized for the event. On an unreported date the patient was transferred to hemodialysis. Sixteen days after the receipt date of this report, the patient returned to pd therapy. No additional information is available.